Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative educated patient's wife on pairing new transmitter with g5 application. Patient's wife later re-contacted decom on (B)(6) 2016 to get further assistance with troubleshooting. Dexcom representative advised patient's wife to uninstall the g5 application, reset the smart device, reinstall the g5 application and re-pair the devices, which was unsuccessful. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of bluetooth connection between transmitter and g5 mobile app issue was confirmed. A shared log review was performed and it showed transmitter failed to pair. The root cause could not be determined.